Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 - belt/monitor unusable) has been confirmed. As received, the belt was unable to communicate with the monitor. Upon investigation, there was an open along the blue (can l) wire inside the trunk cable. The cause of the test failure and inability to communicate with a monitor is the open wire. The cable showed signs of physical abuse. The root cause of the open wire is physical abuse. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that patient was receiving a service code.